Event description:
Customer reportedly obtained a result of 477mg/dl on the advantage system and 115mg/dl on a lab drawn at the same time. No action was taken based on device result. No adverse event reported. Requested return of the suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy: humalog - 10 yrs sliding scale.